Event description:
This device is noted due to multiple episodes noted during interrogation. A call placed to technical services on 5/15/2013 states pulse generator changed out to competitive device (B)(6) 2013. At change out threshold was .75v at .5msec, now it is 3.5v. Shock lead impedance 35 ohms, now 39 ohms and impedance 330 now it is 350 ohms. Technical services suggested performing isometric and pocket manipulations. Technical services stated you cannot make this determination on 2 data points. Caller does not have trending impedances. Technical services stated would have interim follow up to check threshold. Could be a connection issue being that new pulse generator was implanted. Patient does not pace, has 2:1 safety margin for anti-tachycardia pacing (atp} during charge and post shock. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).